Manufacturer narrative:
The most probable root cause cannot be identified. To identify a most probable root cause, there are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160 - approved 25-feb-2025). There are several material and product defect risk factors that are identified and mitigated to reduce the risk of these defects reaching our customers. While the site takes every precaution to identify potential risk, there are multiple risks that are outside the control of the site. These include things like age, skin condition, and other medical conditions. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues related to this complaint were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint.

Event description:
On (B)(6) 2026, this report was received from a consumer regarding a female consumer (age not provided) in the u.s. In association with a thermacare menstrual 8hr heat wrap. On (B)(6) 2026, the consumer topically applied a thermacare menstrual 8hr heat wrap on the skin of her lower abdomen for an unspecified indication. Approximately 3 hours after applying the heat wrap, she felt a stinging sensation on her abdomen. When she pulled her under garments down her skin was attached to the heat wrap. She felt pain and had to take pain medications. She was burned in two areas on her lower abdomen. She covered the area with gauze, bandages, and ointment. She had difficulty performing her daily tasks due to her abdominal pain for 4 days. As it healed the pain decreased. Her skin had begun to grow back and the pain was little to none. She noted she was physically and emotionally harmed and scarred for life. No additional information was available at the time of reporting. Attempts to contact the consumer via email on (B)(6) 2026 and (B)(6) 2026 were unsuccessful.